Event description:
The customer reported that his olympus hd camera head was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned and evaluated. During the evaluation, the user¿s report could not be confirmed. The unit was burned for 2 hours and had an image the whole time. Additionally, the unit successfully passed all functional and leak tests. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the evaluation, as well as the documentation review, a definitive root cause could not be determined for the user¿s reported event. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.